Event description:
A 29 mm sjm mechanical valve (medwatch report# 2648612-2012-00008) was implanted on (B)(6) 2012. On (B)(6) 2012, the valve was explanted due to thrombus and was replaced with this smaller 27 mm sjm mechanical valve. On (B)(6) 2012, this valve was also explanted due to thrombus. A 27 mm bioprothesis from another manufacturer was implanted and the pt was reported to be fine postoperatively.